Event description:
The cast cutter was sent for evaluation due to smoking when the device was plugged in. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The complaint was confirmed. Bare wires that were noted to be causing arcing were found on the adaptor assembly where it was attached to a non-stryker switch. Non-stryker approved work or components can cause an electrical issue such as arcing which has the potential to cause the unit to smoke and spark as well as blowing breakers as reported.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed. The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
The cast cutter was sent for evaluation due to smoking when the device was plugged in. There was no patient involvement and no adverse consequences associated with the device.